Manufacturer narrative:
Additional information: photo device evaluation: the customer provided photo was evaluated. The photo shows a lens implanted into the patient's eye, and it can be observed a scratch like mark on the lens. Due to no product being returned for evaluation, no further investigation could be performed. Based on previous clinical advice, due to the location and characteristics of the scratch like mark, it is not expected for the mark to impact the optical function of the lens; however, the definitive impact and incident root cause cannot be determined from a photo assessment. Due to no product being received, no further evaluation could be performed. Complaint issue " dc-cosmetic issues" was identified during the customer provided photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: . Device evaluated by manufacturer: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The pre-loaded dcb00 model intraocular lens (iol) was reported to be scratched; the iol was implanted, and no adverse events were reported during the procedure. The suspect iol is not available for return as it remains implanted in the patient's eye. No further information is available.